Event description:
It was reported to philips that system was unable to produce x-rays, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnosis procedure was completed by using another system. The philips remote service engineer (rse) identified from the error logs that communication with the detector controller had failed. An additional review of system log files also indicated that the system lost connection with the fd controller. The philips field service engineer (fse) inspected the system onsite and replaced fdc unit to resolve the issue and restored the system to normal operation. The defective fdc unit was returned for analysis and results indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.